Event description:
The customer stated that she went to the hospital because, her blood glucose dropped to 27 mg/dl, and she could not wake up. The customer was taken via ambulance, and her blood glucose was 143 mg/dl when she arrived in the emergency room. Troubleshooting revealed that the reservoir volume was accurate. The customer declined the displacement test at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.